Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during a power source exchange, the pt connected the first power lead of the pt cable to the power module and upon disconnecting the second power lead from battery support, the system controller indicated a "red heart" alarm. The suspect power module 14 volt pt cable was exchanged with no further alarms and the pt remains on lvad support with no further issue reported.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt patient cable (lot # 34756240210; mfg date august 2010) is not known to the MFR as the pt cable is not labeled for single. The suspect power module 14 volt patient cable was returned to the MFR for analysis and the reported event was confirmed. The returned power module 14 volt pt cable was connected to a heartmate ii mock circulatory loop and the test system controller indicated a "red heart" alarm and a "not receiving data" message was displayed on the system monitor. Physical examination of the pt cable revealed shield/conductor breakdown in the black and white power leads adjacent to the bend relief and y-junction. The white power lead was also found to have multiple compromised inner wires. The observed wire conductor breakdown in the power leads contributed to a high resistance variation across the cable which would have resulted in a decreased voltage supply to the system controller. Although the reported event did not identify which power lead was connected to a power source when the pt rec'd a "red heart" alarm during a power exchange, should the pt have been solely connected to the white power lead of this pt cable during a power exchange, the system controller would indicate a "red heart" alarm as was reported. The cause of the wire conductor breakdown appeared to be related to fatigue due to repetitive flexing in that area during clinical use. No further info is available. The MFR is closing its file on this event.